Event description:
Treatment of an aneurysm. During the procedure, it was reported that two implant coils could not be detached with the instant detacher or the manual method (an alternative detachment method presented in the instructions for use). Upon removal of each coil, they prematurely detached and the pushwires were replaced with a guidewire to push each implant coil into the aneurysm. No injury was reported with the patient as a result of the procedure. Same event as MDR# 2029214-2013-00638.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was discarded. Reference (B)(4).

Manufacturer narrative:
(B)(4).